Event description:
Add'l info received 9/23/99: pt spoke to his physician on 4/9/96. Pt has metarsalgia which is a very rare condition. The balls of pt's feet is skin and bones; the tissue is very thin skin. Because of this, his bare skin came in contact with the magnet event though he had socks on. "It is like going into your blood stream." Because the magnetic rays penetrated his skin and bones, "almost like cutting skin open and putting a magnet on it." According to pt that is why he suffered an adverse reaction.